Event description:
After having simple hand surgery to remove a cyst, I developed horrible pain and inflammation due to reaction to vicryl self resolving sutures. Due to issue I had to endure a 2 week round of bactrim antibiotics and then a second surgery on my hand. As a result, I have had severe pain, lack of function and add'l medical costs. After second surgery, lab reports were negative for bacteria or fungal infections. My dr informed me he reaction was due to the vicryl brand sutures. I have had 6 surgeries in the past on hands and elbows, never had negative reaction. Upon research I found that this brand of sutures was recalled in (B)(6) 2017. Why were they used on me. This has been a horrible almost 8 weeks of pain and cost. Now I am left with a huge scar in addition, I plan to contact an attorney. Thank you. (B)(6). Surgery was at (B)(6) surgical center new (B)(6), dr. (B)(6) center.